Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus liberte 2.5x20mm drug eluting stent to the 100% stenosed, moderately calcified, moderately tortuous pl2 of the circumflex (cx) artery, but was unable to cross the lesion. The lesion was pre-dilated with a maverick 2.5x20mm balloon at 10 atms for 20 seconds. Attempts were made with 5f and 8f guide catheters. Upon withdrawal, the stent got lost distal of the aortic arch and could not be found. The procedure was completed with a tsunamie 2.5x20mm stent, with satisfactory results. The following day, the patient was sent to CT to identify the lost stent, but they were unable to locate it. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8459045 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.